Event description:
It was reported that the patient experienced an electrical fault after disconnecting and reconnecting his controller multiple times. The clinic explained that "the patient wears his equipment in a backpack set-up that he devised himself. He frequently disconnects his pump from the controller in order to run his driveline through the backpack. He does not keep the white driveline cover at the controller because this does not work well with the backpack set-up." The ventricular assist device (vad) coordinator stated that "the patient had the driveline only partially in the controller when he reconnected". The vad coordinator disconnected and reconnected the driveline which resolved the electrical fault. The vad coordinator also stated that the patient has been instructed on the importance of not disconnecting the pump from the controller. Twelve (12) vad disconnects were observed and a total of two (2) electrical faults. It was reported by the clinic that all twelve (12) disconnects were done intentionally by the patient to use his self-designed backpack. The patient reportedly tolerated the vad disconnects well with no apparent ill effects. The driveline remains implanted and so will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced an electrical fault after disconnecting and reconnecting his controller multiple times. The patient frequently disconnects his pump from the controller in order to run his driveline through his custom backpack setup. The vad coordinator disconnected and reconnected the driveline, which resolved the electrical fault. There was no reported patient harm injury as a result of this event. Log file review revealed that the driveline does not appear to require a cleaning procedure based on the post-operative date. Additionally, it is possible that all of the vad disconnects logged were intentional by patient in order to utilize backpack he designed despite being told by the vad coordinator to avoid disconnecting the pump from the controller and to use a manufacturer approved carrying case. The root cause for "driveline disconnection" may be attributed to improper handling/misuse by the user. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).